Manufacturer narrative:
On (B)(6) 2017 via a service call, a field service engineer (fse) guided the customer on the troubleshooting procedures. The customer found that the cup presence switch was sticky. The fse had customer remove power and clean with alcohol. Switch now moves smoothly up and down. Customer ran a startup procedure, quality controls and patient samples with no further errors. No further action required by field service. The most probable cause of the reported event was due to a presence sensor that was sticky. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported c-transfer cup z-home detect (error 4151) with their aia 900. The customer was unable to run prolactin, beta-hcg, fsh, lh-ii, e2 and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin, beta-hcg, fsh, lh-ii, e2 and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.